Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose testing, within minutes, using different fingersticks and strips. Her results were 86 and 105 mg/dl. She did not have any symptoms. Control testing could not be done until the reporter receives control solution. On follow-up, the lifescan representative reviewed qc procedures, testing technique, and meter/lab comparisons vs back to back testing.